Manufacturer narrative:
Investigation: the cartridge arrived in a clean status with a visible damaged nose but without the broken off fragment. The investigation was carried out visually and microscopically. Here we found a used cartridge with the last coloured clips. We also detected a broken off tip and a deformed metal sheet. Medical device fragments may be remained in patient. Batch history review: the device quality and manufacturing history records have been checked for the lot number (52380903). No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files a material defect and production error can be excluded. No pores or inclusions could be found on the point of rupture. Investigations lead to the assumption that the breakage was caused by an improper handling. The breakage could have been during application by contact with another instrument. There is the possibility for a pre-damage due to an assembly error or by removal from the sterile packaging. The breakage could have favored by the pre-damage during application. It appears that the deformed metal sheet could cause during the breakage, application or by dismantling.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the challenger clip cartridge. During an unspecified procedure, the distal plastic tip of the cartridge was broken. It occurred during firing of the clip and the fragment was approximately 2 x 2 mm. There was no patient injury. Additional information has been requested.